Event description:
In (B)(6) 2017 I opted for laser resurfacing to address stretch marks to my abdomen, butt, inner/back of thighs, front and back of my knees. During my initial treatment I inquired about treating mild hyperpigmentation beneath my eyes yet they insisted on treating my entire face and threw in the neck as an incentive. I was 43 at the time and was getting back into modeling and dancing professionally and looked about half my age prior to the procedures. The lasers acted as a thermal liposuction device and literally carved off inches of subcutaneous fat, destroyed the structural integrity of my skin in only the areas treated, and aged me drastically in the span of months. The fact that I had a large asymmetrical tattoo made it even more obvious because avoiding it meant the injuries were also asymmetrical. Despite that the practice made every attempt to gaslight and convince me what I was seeing was mere shadowing from the post inflammatory hyperpigmentation (pih) that resulted after one single treatment of fraxel, preceded by 2 pretreatments of laser genesis she claimed would prep my skin for the more aggressive fraxel and prevent pih. I unfortunately allowed her to continue treating me with milder lasers (laser genesis & clear and brilliant) for 11 months to restore my complexion, with the stretch marks becoming the secondary focus (I still have those stretch marks). I had voiced my fear of lasers after the pih and asked if she could switch to microneedling but she initially refused citing that other lasers were the only allowable and suitable substitute. The treatments following the fraxel were excessive but complimentary (they also refunded me in full) as I feel the pa was just hoping it would improve and tried any and everything. As if in a modern adaptation of the emperor's new clothes, I was successfully brainwashed to disbelieve what I was seeing with my own eyes and later on instructed not to believe anything I read on the internet, specifically the testimonials of the numerous other victims this has happened to. It was subtle at first but progressed rapidly by the 11th month, at which point I began googling what I was experiencing and discovered how all too common this was. It wasn't until my nieces began showing me photos of myself before the procedures, while stating how young I used to look, that I began to fully grasp what was happening, but by then it was far too late. My injuries and case are unique because they are vast, and due to the asymmetry of my large tattoo, it is like a map was drawn on me of what happened, as the injuries would have been more symmetric and the excuses the doctors were making, including that I had told them that I had stopped working out (certified fitness instructor, personal trainer and dancer) and that it was simply a case of a rapidly aging, deteriorating and sedentary woman may have been a tad more plausible. In addition, I was determined to find a legal resolve and contacted many lawyers who agreed I had an obvious case but because juries tend to side with physicians when it comes to elective procedures, wouldn't be willing to take it on. It took me almost the course of the statute of limitations to secure my former attorneys. It wasn't until I lucked upon a referral to dr. (B)(6) who recognized the damage was far worse to my abdomen, the most compromised area due to 3 previous pregnancies. She ordered a biopsy which concluded that my elastin had been completely vaporized, leading to a condition called anetoderma, and was willing to go on record with a certificate of merit following a thorough medical evaluation. I then got back in touch with my (former) attorney's and convinced them to take it on by agreeing to be fully responsible for the cost of the medical evaluation and costs related to the litigation. (Subsequent biopsies have confirmed fibrosis in all areas treated and measurable fat loss.) -I've run out of space but this does continue. Pt codes: 4545, 4927, 4573. Device code: 2993. Reference reports# mw5178582, mw5178584.